Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently-implanted device was part of a system explant due to a patient infection. A boston scientific field representative reported the patient had repeatedly physically manipulated the suture line, eventually opening the device pocket and exposing the device and leads. There was no report of adverse patient effects due to the explant procedure.